Event description:
We recently had one of our diabetic patients come into the hospital in severe diabetic ketoacidosis (dka). The family used the eclipse meter. The meter was reading in the 100s, but the patient felt high and was getting very sick, so mom took her to the emergency department (ed). The ed reported that her blood glucose was 901, and when mom checked it with their meter it read 132. The patient had a ph of 6.9 and was in severe dka. Mom also said there was some kind of calibrating strip that comes with the meter. She calibrated it several times when they were worried that it was not reading correctly, and each time the strip showed that the meter was working properly. She even calibrated it in the ed, where the lab showed a blood glucose (bg) of over 900 mg/dl, and their meter showed a bg of 132 mg/dl.